Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the liner would not seat in the stem. Once it seated it sat approximately 3mm proud. A different liner was opened and implanted.